Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood from the prn during use. The following information was provided by the initial reporter, translated from chinese: "after the indwelling needle was placed on the patient, blood had been leaking from the prn, and it improved after the prn was replaced."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.